Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this event could be, "material selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Submerge stent in sterile water to activate the coating." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no, they were not able to relieve ureteral obstruction to allow for urine drainage because difficult to access in relation to inlay versafit multi-length ureteral stent without guidewire, 6fr 22cm32cm.

Event description:
It was reported that the survey respondent stated no, they were not able to relieve ureteral obstruction to allow for urine drainage because difficult to access in relation to inlay versafit multi-length ureteral stent without guidewire, 6fr 22cm32cm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.